Event description:
Boston scientific received information that there was oversensing of noise causing pacing inhibition with greater than two seconds of asystole on the right ventricular (rv) channel. The patient had also received inappropriate anti-tachycardia pacing (atp) therapy, but no shocks due to the oversensing of noise. It was noted that the patient was bearing down at the time of the episode. The physician opted to adjust the rv lead's sensitivity. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.